Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
Additional information was reported indicating that the patient also developed hemolysis and kidney failure. As a result, the patient received continuous hemodiafiltration (chdf). No further information was provided.

Manufacturer narrative:
The medical in japan in 2020 had an impella cp support in which the team reported upon 4 failures that had occurred during the support; hemolysis, a pump stop, renal failure, and unrelated death. Later in (B)(6) 2022, it came to the attention of the abiomed japan team that only the unrelated death and pump stop occurred with this patient. The other failures were reported in error. This should not have been a reportable event.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while the patient was supported on impella, the pump stopped pumping without warning on day 20 of support. No troubleshooting measures were taken. The patient's heart was not recovering, and the decision was made to withdraw care and the patient was made a do not resuscitate order. It was noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2021-01000 was provided in sections a5, b1, b2, b5, d3, d6a / d6b / d7a, e1, e2/e3, g1, g2, h1, and h6.